Manufacturer narrative:
Vyaire complaint number (B)(4). Additional information: g3, g6, h2, h3, h6, h10. Health effect - clinical code: 4582. Health effect - impact code: 2645. Investigation conclusions: type of investigation: 10. Results of investigation: 104. Investigation conclusion: 4307. Results of investigation: a vyaire service technician was able to confirm the reported complaint through the events log and duplicated during functional check. The root cause was determined to be a solenoid failure.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and confirmed the error; photograph was provided showing the error. It was also reported that the unit is not calibrating and transducer test fails. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela d experienced a xdcr fault error with irregular ventilation. There was no patient involve associated with the reported issue.